Manufacturer narrative:
(B)(4)

Event description:
It was reported an expired big curve delivery sheath was used during a procedure (in (B)(6)) to implant a drg lead. No issues related to the use of the expired product have been reported.